Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the low glucose alert is only triggered approximately 50% of the time when the cgm reads at the amount set for the alert (3.9mmol/l). Verified alert was enabled. The reporter was unable to provide any specific time frame for an occurrence. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 19-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2018 with the following findings: a review of the user settings showed that the cgm low limit alert was enabled. A test transmitter was paired with the pump and calibrated. The pump and transmitter were exercised with no issues. The pump gave the appropriate warning when the alarm was simulated.